Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material in the air water tube and cylinder. There was no patient involvement.